Manufacturer narrative:
Explant was reported due to unknown causes. The investigation found that all three leaflets contained calcifications when immobilized or limited the mobility of all of the leaflets. Leaflets 2 and 3 were torn, with the tears associated with calcifications. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the exact reason for valve explant remains unknown, the calcification ingrowth impeding leaflet mobility and tears associated with it could lead to a number of potential issues with valve functionality.

Event description:
It was reported that on (B)(6) 2012, a 19 mm sjm trifecta valve was implanted in the aortic position. On (B)(6) 2021, the device was explanted and replaced with a non-abbott device. The indication for the explant was unknown, and it was unknown if there were any patient symptoms associated with the event. It was noted that the explanted valve had been fused with adjacent tissue. The patient's past medical history was unable to be obtained. The patient status was reported as stable. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.